Event description:
Per the clinic, the patient was treated with steroids (type, date and duration not reported) due to vertigo.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025; and was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient also experienced facial nerve stimulation and open circuits were noted on two electrodes. The patient continues to have poor performance with the device despite appropriate programming and device use. There are plans to explant the device; however, this has not occurred as of the date of this report.